Manufacturer narrative:
B5: information added.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A baseline pe was noted on pre-procedure imaging. Venous access was obtained, and a 24mm watchman flx pro closure device and delivery system (wds) was inserted, deployed and implanted. The procedure was concluded. The patient was sent to the recovery area. Hypotension was noted although the patient remained stable. A transthoracic echocardiogram (tte) was performed, and a pe was noted. A pericardiocentesis was performed and 180ml of blood was removed and the bleeding was noted to have stopped. The patient remained stable throughout the event and is expected to fully recover. In the physician's opinion, it is unknown when exactly the injury occurred but believes it is attributed to the watchman closure device. It was further reported that the pe was noted within one (1) hour of the patient being moved to the recovery/post operative area from the index procedure. It was noted the pe appeared mainly around the right atrium (ra) and the right ventricle (rv), with no pe noted around the left ventricle (lv). The color of the fluid removed was dull. The baseline pe that was noted pre-index procedure had no clinically defined reason and had been visualized with intracardiac echocardiogram (ice) imaging. The patient has remained stable.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A baseline pe was noted on pre-procedure imaging. Venous access was obtained, and a 24mm watchman flx pro closure device and delivery system (wds) was inserted, deployed and implanted. The procedure was concluded. The patient was sent to the recovery area. Hypotension was noted although the patient remained stable. A transthoracic echocardiogram (tte) was performed, and a pe was noted. A pericardiocentesis was performed and 180ml of blood was removed and the bleeding was noted to have stopped. The patient remained stable throughout the event and is expected to fully recover. In the physician's opinion, it is unknown when exactly the injury occurred but believes it is attributed to the watchman closure device.